Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted after disassembling the device noted there was damage to an internal transistor, resulting in piezo failure. Functionally, the device worked apart from the lack of piezo tones. The handle logs were evaluated, and there were no signs of the handle being unable to charge in the logs. It was reported that the handle does not initialize. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue can occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The evaluation detected an unreported condition: a knocking noise was heard during initialization. After taking apart the handle, an internal motor was found to be loose. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found n o potentially contributing factors. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during service and maintenance, the handle showed fully charged, however, the handle would not turn on when removed from charger. There was no patient involved.